Event description:
Crd_947 - repair mr ide study patient ID: (B)(6) it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and rotated heart. An xtw clip ((B)(4)) was inserted and deployed on the mitral valve. It was noted grasping was difficult. An additional xtw ((B)(4)) was inserted, but at this time it was observed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was implanted. A third xtw clip ((B)(4)) was inserted and grasping was attempted. However, the posterior leaflet was unable to be grasped, resulting in damage to the posterior leaflet. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. The following day, mitral valve replacement was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp appears to be related to patient morphology/pathology due to the rotated heart. The reported tissue injury appears to be related to the inability to grasp the leaflets. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on 10/18/2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and rotated heart. An xtw clip (30607a1028) was inserted and deployed on the mitral valve. It was noted grasping was difficult. An additional xtw clip was inserted, but at this time it was observed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was implanted. A third xtw clip (30913r1066) was inserted and grasping was attempted. However, the posterior leaflet was unable to be grasped, resulting in damage to the posterior leaflet. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. The following day, mitral valve replacement was performed. No additional information was provided.